Manufacturer narrative:
(B)(4): unknown devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent and acdf procedure at c5-c6 and c6-c7. Post-operatively, the following events occurred: post op visit date: 2006 (B)(6), ae onset date: 2006 (B)(6); ae description: pt. Having significant left arm pain, <(>&<)> shoulder blade pain dx: as neuritis, <(>&<)> radiculitis medication: yes additional treatment: decadron dose pak 4mg x 11 days lyrica 75mg 1 twice a day x1 month ae outcome: resolved; description: no c/o: cerv or arm pain-resolved.